Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter at 11:56 am. Based on that reading, the consumer administered 20 units of insulin. The following times are when the consumer tested himself with his blood glucose meter and how much insulin he administered based on those readings: at 2:05 pm, 414 mg/dl administered 8-10 units of insulin. At 2:58 pm, 410 mg/dl administered 8-10 units of insulin. At 3:22 pm, 446 mg/dl administered 8-10 units of insulin. At 3:54 pm, 405 mg/dl administered 8-10 units of insulin. At 4:26 pm, 336 mg/dl. At 4:52 pm, 358 mg/dl. Sometime after the last test, the consumer experienced a hypoglycemic event which require medical intervention. His spouse drove him to the emergency room where he was tested with their blood glucose meter getting a reading of 36 mg/dl. The consumer was treated with IV glucose. It was found during the phone call, the consumer is storing the test strips against direction for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.